Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This incident was previously reported under MFR number 2955842-2025-31802.

Event description:
It was reported that during central processing, the customer noticed that the tip of the monopolar cautery instrument was broken, and a plastic piece was stuck on the tip. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage was identified after washing but before sterilizing, and instruments are inspected for damage prior to reprocessing. During its last use in a radical tonsillectomy procedure, the instrument was inspected prior to use, with no damage or anything unusual observed. The tip was not broken or detached from the tube adapter, nor was there any damage or missing parts on the adapter. No scratch marks or abrasions were found on the tube adapter. It is believed that the plastic piece was from the accessory tip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar cautery instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis confirmed initial findings: the instrument tube adapter appears to be broken. There appears to be a piece missing from the tube adapter that measures approximately 4.00mm x 1.35mm. The fragment appears to be missing from the shoulder of the tube adapter. The instrument's electrical contacts were inspected and there did not appear to be any missing material, and the contacts appeared to be nominal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken pieces were returned and are still attached to the instrument. The instrument was found to have a sheath distal coextrusion lodged at the tube adapter. The instrument was found to have tube adapter abrasions/scratch marks. The gray proximal end of the tube adapter was found to exhibit abrasions with the gray coating rubbed off. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks. The probable root cause is attributed to either tip accessory installation issues or damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can cause a component to be lodged from the disposable monopolar cautery tip into the tube adapter.

Event description:
Refer to h11 for follow-up information.